Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was malfunctioning and directly caused the reported issue. The cable was replaced and the issue was resolved. The suspect cable was returned to the manufacturer for analysis and analysis confirmed reported problem "when taking x-rays the o-arm comes up with an "image frame rates are below recommended levels" error and will not take 3d spins". Broken cable wire pin 7 lemo side. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system encountered a frame rate error. It was reported that when attempting to acquire images, the system displays the error 'image frame rates are below recommended levels' and a 3d spin could not be taken. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully after a reported delay of less than one hour. The patient was not impacted.